Manufacturer narrative:
A ge representative evaluated the system and performed a collimator alignment. System operates as intended.

Event description:
Customer reported the collimator iris size is out of tolerance - too large. No pt injury was reported.